Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2024 lead was explanted (B)(6) 2024 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received multiple shocks due to noise. A magnet was placed over the device to disable tachycardia therapy and later the device therapy was disabled via permanent programming. Lead currently remains implanted.